Event description:
The trilogy ev300 ventilator was returned to the manufacturer for evaluation and during the evaluation the device failed a test step: system leak verification failure. The device was not reported to be in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to the manufacturer for evaluation and during the evaluation the device failed a test step: system leak verification failure. The device was not reported to be in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the trilogy ev300 was sent to a third-party service center, and the trilogy evo proportional valve (aecm) and 3 way solenoid valve were replaced to address the issue. The system meets the specification for the performed service and is returned to use. Box h coding was updated.